Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid was difficult to attach properly. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a lid issue of sharps collector. According to the customer's report, the hcp attempted to assemble the lid with the base but the lid didn't fit the base properly.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: pictures were received from the customer showing the defect on the lids. The DHR review was performed for lot number provided and a review of the historical ncmr¿s for the affected component (lid) under part number bdx-8990020 was made and it was found that 6 ncs were generated for the same defect in the last 5 years, the very last event was reported back in the last year. There is an obstruction by excess of plastic material on lid¿s skirt, which seems to be generated by a broken insert in the mold. Hence, the lid can¿t fit the base when trying to assembly by end user.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid was difficult to attach properly. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a lid issue of sharps collector. According to the customer's report, the hcp attempted to assemble the lid with the base but the lid didn't fit the base properly.